Manufacturer narrative:
E1: event country: bahrain. Name: medtronic minimed. Country: united states of america. Street address: 18000 devonshire street. City: northridge. State: california. Zip code: 91325. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
Patient reported bleeding at infusion site which likely caused high blood glucose levels and managed with pump event occurred on (B)(6) 2026. No further information available.